Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported receiving a m31 air detected in cassette during drain two of five of their pd therapy. The pd patient stated that fluid was leaking inside the cassette door area upon removal of the cassette. The patient was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient did manual exchanges to finish treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler and is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During disinfection the alleged failure was confirmed, a leak was found on the cassette film. A visual inspection of the returned sample was performed and a pin hole at the cassette film noticed. Since the lot number is unknown a search for potential lot number delivered to the patient was performed resulting in four different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lots have been sold and distributed. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.